Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the cable was twisted and the head and main body were worn. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, it is likely that a faulty cable led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·hold the camera head, not the camera cable, while operating the endoscope. The camera cable could be damaged. ·do not stabilize camera cable by using pean forceps etc. The camera cable could be damaged. ·do not pull out the video connector by holding the camera cable. The camera cable could be disconnected due to excessive force olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the 4k autoclavable camera head had blackout/no image after ten minutes of use. It was noted that the procedure was a obstetrics and gynecology laparoscopic surgery for an ovarian tumor removal and it was completed with another device. There were no reports of patient involvement associated with the event.